Event description:
A 3.5 mm full-radius shaver being used during a right knee arthroscopy with partial medial meniscectomy resulted in metal shavings seen in right knee. Pictures taken intraoperatively. Patient transferred to pacu in stable condition following the procedure.